Event description:
It was reported that this patient was admitted into the hospital as they were feeling unwell. This implantable cardioverter defibrillator (ICD) was then interrogated and found to be in safety mode. The device was decided to be exchanged. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this patient was admitted into the hospital as they were feeling unwell. This implantable cardioverter defibrillator (ICD) was then interrogated and found to be in safety mode. The device was decided to be exchanged. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The root cause of the memory corruption could not be established.

Event description:
It was reported that this patient was admitted into the hospital as they were feeling unwell. This implantable cardioverter defibrillator (ICD) was then interrogated and found to be in safety mode. The device was decided to be exchanged. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Correction: h10 field additional MFR narrative was updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.